Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail system (tfn) procedure on (B)(6) 2015 for a femoral neck fracture. The helical blade would not lock onto a 130 degree aiming arm. The surgeon tried ten times and was finally able to get the helical blade inserted into the aiming arm and finish the surgery without any surgical time delay. There was no surgical/medical intervention and the procedure was successfully completed. The patient status outcome is fine. (B)(4).

Manufacturer narrative:
Device is instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: june 9, 2010 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:one of the following was received: 130 deg. Aiming arm body, tfn (357.366 / lot # 3417221 / mfg. Date: 06/2010), the returned device shows regular use during its 5+ year lifespan, with numerous scratches and hammer marks on the body. The device is functional, but two pins holding the gold cap on are missing. Since the device's manufacture date, (B)(4) changed the design to increase the retention of the pins. The complaint condition could not be replicated with known conforming instrumentation available at the chu. This complaint condition is unconfirmed. A visual inspection, were performed as part of this investigation functional test, & complaint history review. The cause of the complaint condition could not be determined. For the missing pins: accumulated wear, as well as the design was the cause of the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.